Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service (ts) that a dry acid 132 gallon mixer was not filling. The biomed also reported that smoke and a burning smell were coming from the machine. Additional information was obtained through follow-up with the biomed. The biomed¿s colleagues were using the acid mixer when they noticed a burning smell. The biomed said the machine was filling when the burning smell was first noted. The mixer subsequently filled halfway, and then abruptly stopped. When the biomed arrived at the facility, they began their own inspection of the machine. The biomed tried filling the mixer and confirmed there was a burning smell. Upon further inspection, the biomed noticed smoke coming from the connection of the fill valve to the fill valve cable. The biomed said the mixer would not fill on its own. The biomed swapped out the fill valve and cable, but the mixer still wouldn¿t fill. The biomed also tried replacing the display board and the software chip. The mixer is operational, but the biomed has to fill the mixer manually. The biomed said there is no longer a burning smell or smoke coming from the machine. The biomed is currently waiting on a new power control board for the mixer. If this doesn¿t resolve the filling problem, the biomed said they would call back ts for additional support. The machine was confirmed to be plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. There were no signs of any physical damage on the fill valve or the fill valve cable. In addition, there were no signs of any sparks, flames, burn marks, or charring. The fill valve and cable were not available to be returned for evaluation; they were discarded. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service (ts) that a dry acid 132 gallon mixer was not filling. The biomed also reported that smoke and a burning smell were coming from the machine. Additional information was obtained through follow-up with the biomed. The biomed¿s colleagues were using the acid mixer when they noticed a burning smell. The biomed said the machine was filling when the burning smell was first noted. The mixer subsequently filled halfway, and then abruptly stopped. When the biomed arrived at the facility, they began their own inspection of the machine. The biomed tried filling the mixer and confirmed there was a burning smell. Upon further inspection, the biomed noticed smoke coming from the connection of the fill valve to the fill valve cable. The biomed said the mixer would not fill on its own. The biomed swapped out the fill valve and cable, but the mixer still wouldn¿t fill. The biomed also tried replacing the display board and the software chip. The mixer is operational, but the biomed has to fill the mixer manually. The biomed said there is no longer a burning smell or smoke coming from the machine. The biomed is currently waiting on a new power control board for the mixer. If this doesn¿t resolve the filling problem, the biomed said they would call back ts for additional support. The machine was confirmed to be plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. There were no signs of any physical damage on the fill valve or the fill valve cable. In addition, there were no signs of any sparks, flames, burn marks, or charring. The fill valve and cable were not available to be returned for evaluation; they were discarded. There was no patient involvement associated with the reported event.